Event description:
It was reported that the light on the unit flickered. It was further reported that the unit made a noise.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.